Event description:
It was reported that a small volume folfusor overinfused. The device was filled with 2000 mg fluorouracil and 5% glucose solution to a total fill volume 111 ml. The reporter stated that the infusion completed approximately five hours earlier than expected. The expected length of treatment was not reported; however, it was reported that the infusion was started two days prior to the end of infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 7, 2014 to may 8, 2014. Evaluation summary: visual inspection of the returned device found no signs of physical abnormality that could have caused the reported condition. A flow rate test was then performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be replicated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.